Event description:
Event description cpi received information that this atrial bipolar is-1 lead would not stay in place (dislodged). It was removed from service after only four days of implant, and a positive fix lead (4269) was implanted.